Manufacturer narrative:
The reported events of high pacing impedance and clavicle crush were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual inspection of the lead found clavicle crush damaging the outer insulation and the outer coil compressed and fractured. Electrical testing performed found an open circuit due fractured outer coil distal to the suture sleeve tied down impression. The cause of the reported events was isolated to a clavicle crush.

Event description:
Related manufacturer reference number:2017865-2023-17645. It was reported that the right atrial lead and the right ventricular lead exhibited high impedance. It was noted that the physician thought the possible cause of the atrial lead impedance was lead fracture and the ventricular lead was buried under the clavicle. Both leads were explanted and replaced. The patient was in stable condition.